Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior interrogation of the patent's pacemaker revealed premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was programmed to auto settings which adjusts pacing based on patients requirement and may cause change in estimated longevity. Further analysis performed in nominal settings did not find any anomaly and battery was at end of service (eos) level. Longevity assessment was performed, and device had exceeded the projected longevity.